Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl; ketones were present. Correction boluses and insulin injections were used to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin/fluids/glucose, anti-nausea medication and blood thinners were administered. Elevated bg/dka were resolved. Customer was discharged the next day with no permanent damage. Customer alleged the pump was not delivering insulin and no alerts/alarms indicating that delivery was stopped were declared. Reportedly, customer had performed the fill tubing step and did not see drops of insulin exiting the infusion set. However, tandem technical support was not contacted for troubleshooting at that time.